Event description:
The hospital reported that during endoscopic vein harvesting procedure the co2 did not fill the tunnel fully and the tunnel collapsed. The physician continued with bridging method to harvest the saphenous vein. (Bridging is series of small interrupted incisions). This less invasive procedure was completed without any additional complications to the patient.